Event description:
During use for a cardiopulmonary bypass procedure, the level sensor issued a "level sensor disconnected" warning message, even though it was apparently connected. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.